Event description:
A patient reported a malfunction with their device. The event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear.